Event description:
It was reported than an asymptomatic patient presented in the or for device changeout due to normal eri. Fluoroscopy revealed externalized conductors. All electrical measurements were normal. The lead was explanted a nd replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.